Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits severe char on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 36,000 joules of use and 7 minutes, fiber kept going to standby with error message of cleaning the tip of the fiber; fiber continued to malfunction after the fiber tip was cleaned. The fiber was exchanged and the second fiber kept going to standby and fiber tip seemed to be burned out at 96,000 joules and 15 minutes.. The fiber tips (caps) of both fibers were cleaned during the procedure. The procedure was completed with a third fiber. Patient outcome ¿ok¿ reported. No injury to the patient was reported. This report is for the first fiber.